Event description:
Patient's rpms would not reach the set speed, but would fluctuate about 100 rpms below set speed. Ldh rose and eventually elective pump exchange was done. A clot was found in the pump and it was noted that the bend relief was detached from the pump.